Event description:
The clip applier was inserted into pt and was not functioning properly. The clips were not coming out, eventually, after engaging it several times. Clips were coming out but then the device stopped functioning again and made a loud cracking noise.